Event description:
It was reported that the screw fractured during the procedure. The screw was removed and replaced with no further incident. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Visual inspection of the returned screw confirmed the reported event. The screw was disassembled and the internal screw support and ring were not returned. There are severe signs of damage along the screw shaft and head. Where the instrument mates with the shaft is worn out and deformed. The pentilobe shape has been worn down to a nearly spherical shape where the pentilobe is mostly gone to engage with the instrument. The screw head shows notching and there was a foreign substance on the external portion. The rep was contacted asking if other instruments were used and how the screw broke. The rep stated that the bone was very hard and the inner components of the screw had broken and therefore the screw disassembled. Transpore plaster was used to keep the broken parts together and the screwdriver was used to remove the screw. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately deformation or instrument fracture at the screw support and or ring during usage of the device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.